Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The whole bottom was coming off. The device had been dropped a couple of times. They were advised to discontinue use of the device and revert to back up plan. Additionally, the customer¿s friend reported via phone call that the insulin pump was falling apart and was not working. The caller also reported that the customer had diabetic ketoacidosis and had been hospitalized because she was not wearing the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin ump received with cracked battery tube thread, cracked reservoir tube lip, detached end cap and minor scratches on display window noted. Unable to perform displacement test due to detached end cap.